Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing a 2008k hemodialysis machine and the serious adverse event of bacteremia. Post event testing by an fmcrtg fsm indicated the 2008k hemodialysis machine was functioning appropriately, and the user facility¿s in-house testing revealed the source of the bacteria was isolated in the wall boxes (water source). It was determined the wall boxes were not being disinfected or regularly maintained. In response, the hospital established new protocols for wall box maintenance and disinfection. Ochrobactrum anthropi is widely distributed in soil, environmental sources, and water sources, including anti­septic solutions and dialysis fluid, and is recognized as part of the normal human flora of the large intestine. Based on the information available, while the 2008k hemodialysis machine did not cause serious adverse events, it cannot be disassociated from playing a possible contributory role due to the machine¿s delivery of the dialysis therapy. There is no allegation or objective evidence indicating a fresenius device and/or product deficiency or malfunction occurred. The user facility reported a positive culture was obtained from the hanson connector; however, the source of the bacteria was determined to be from the user facility¿s wall boxes (water source) which were not being disinfected or regularly maintained. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a patient was diagnosed with urobacterium anthropi bacteria. Follow-up with the bmt revealed the patient contracted an ochrobactrum anthropi bacteremia infection while hospitalized using a 2008k hemodialysis machine. Cultures were obtained from the hansen connector of the 2008k hemodialysis machine, and it tested positive for ochrobactrum anthropi it was reported that the annual preventative maintenance has been performed with the monthly culture results being within normal limits. The patient was administered antibiotics per hospital policy and continued undergoing hd therapy on a different 2008k hemodialysis machine. The patient¿s current disposition is unknown. The bmt stated a formal request was sent to fmcrtg requesting the 2008k hemodialysis machine be evaluated by an fmcrtg technician, and the device in question was removed from service. The bmt reported that the definitive cause of the bacteria is unknown; however, the bmt strongly believed the hospital¿s water supply is the source of the contamination. The bmt reported they are also instructed to clean the dialysis machines in the ¿old building in places that are no longer maintained on a regular cleaning schedule¿ (e.g., old patient bathrooms, shower stalls, storage closets). Additionally, the bmt stated the wall boxes in the dialysis suite are never disinfected and poorly maintained. On 25/jun/2026, an fmcrtg field service manager (fsm) was dispatched to assess the 2008k hemodialysis machine. The fsm verified the 2008k hemodialysis machine was functioning appropriately and reiterated the recommended disinfection and maintenance procedures. The fsm documented that it was determined the bacteria¿s source was found within the dialysis wall box unit (water connection) and the source was not the fmcrtg 2008k hemodialysis machine. It was discovered the wall boxes were not being disinfected or regularly maintained; therefore, the hospital established new protocols for wall box maintenance and disinfection. The user facility stated they follow all the manufacturers¿ recommendations for disinfection, and the hospital performs regular audits to verify all machines are being properly maintained at the facility.